Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the eopa arterial cannula, a leak was observed on the cannula a few inches from the tip and a pinhole puncture was noted on the cannula. It was reported that the event was associated with a patient and that the patient had no injury and no health consequences or impact. It was reported that no patient blood loss occurred due to the leak and no unplanned blood transfusion was required. The use of the device was unspecified.there was no adverse patient effect associated with this event